Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, CT revealed suprarenal ivc filter was noted with tilting (laterally and posteriorly). Approximately four and a half year later, patient was scheduled for filter retrieval procedure. The procedure was complex which including different sheath and loop snare to retrieve the filter. The procedure was complex because of the tilting of the filter and multiple legs protruding out of the ivc. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration to heart. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter was perforating, migrating, and tilting. Furthermore, it was alleged that the ivc filter was removed. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated into the heart; tilted and embedded in the wall of ivc; struts perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.